Event description:
Resident was asphixiated by a siderail on their bed. They were found with their head caught between the middle and lower rung of a half side-rail. Their feet were on the floor. They had been positioned in the bed on their left side and had been observed to be sleeping approx. 45 minutes prior to when they were found. They had an air mattress on their bed. It appeared that they turned over and fell from the bed getting their head caught in the side rail.